Event description:
It is reported that since undergoing surgery on (B)(6) 2013, end-user's skin presented with redness and irritation accompanied by small unbroken pimple like areas beneath tape border.

Manufacturer narrative:
The event as described is deemed a serious injury. Further reports indicates that end-user was instructed to discontinue use of wafer without a tape border has been sent to end-user. No additional pt/event details have been provided to date. Should additional information becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.